Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an esophagogastroduodenoscopy with an upper gastrointestinal bleed. According to the complainant, once they used the needle, it was not able to be retracted. The procedure was able to be completed with a gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4): according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.